Event description:
It was reported that, "patient was experiencing intermittent knee pain and varus/valgus laxity. Surgeon decided revision was needed. Surgeon increased thickness on tibial insert and switched from ap lipped to cs lipped and was satisfied with knee stability. Surgeon noticed minor posterior/medial wear on explanted item".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.